Manufacturer narrative:
(B)(4). Approximate age of device: 10 months. The device was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced occasional pump power elevations on (B)(6) 2016 which became more consistent towards the end of the week. Clinical observations were tea colored urine and a slight elevation in creatinine approximately 10 days prior. The patient's pulsatility index (pi) levels were decreasing despite fluid resuscitation. There was one incident of increased lactate dehydrogenase level from a baseline of 200''s to 400 u/l, which resolved in a few hours. In response to this, plavix and a heparin drip were added to the patient's anticoagulation therapy of coumadin and aspirin. There were no clinical signs of congestive heart failure. An echocardiogram showed aortic valve closure was achieved at 10800 rpm but the pi values did not change during the pump speed increase as expected. The size of the left ventricle decreased from 5.6cm at 9600 rpm)to 4.8cm at 10,800 rpm. The patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
The evaluation of the returned device did not reveal any issues. The presence of thrombus was not confirmed and a specific cause for the reported pump power elevations could not be determined based on the evaluation of the returned pump. Examination of the pump¿s blood-contacting surfaces upon disassembly did not reveal any evidence of depositions or thrombus formations. Visual inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and was found to function as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.